Event description:
It was reported that the patient with this pacemaker exhibited right ventricular (rv) lead noise and was scheduled for nephrectomy; reprogramming was chosen over magnet use. Observation noted r-waves at implant. The device was previously programmed to unipolar mode, which showed myopotential; now programmed to bipolar mode, a small artifact remained. Impedance has shifted approximately 100 ohms over the past year. A chest x-ray was recommended. In addition, it was observed intrinsic amplitude out of range. No pauses were observed in sampled events and the intrinsic rhythm appears consistent. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced, while the rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker exhibited right ventricular (rv) lead noise and was scheduled for nephrectomy; reprogramming was chosen over magnet use. Observation noted r-waves at implant. The device was previously programmed to unipolar mode, which showed myopotential; now programmed to bipolar mode, a small artifact remained. Impedance has shifted approximately 100 ohms over the past year. A chest x-ray was recommended. In addition, it was observed intrinsic amplitude out of range. No pauses were observed in sampled events and the intrinsic rhythm appears consistent. Currently, this product remains in service and no additional adverse patient effects were reported.